Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system on (B)(6) 2011 including an ipg, surgical lead and two lead anchors. It was reported that she experiences a burning sensation whenever pressure is applied to the ipg site. Follow-up on this matter found that a reprogramming session has been scheduled for the patient at which time, her scs system will be evaluated.